Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.